Event description:
On january 07, 2021, genmark was advised of unexpected positive results, for sar-cov-2 on the rp2 panel tested on (B)(6) 2021. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and there was signal detected for sars-cov-2. The unexpected positive results occurred when testing two negative mmqci control samples. Analysis: internal review of qc release data for affected eplex rp2 panel lot (lot no. 53749251) confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(6)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua201822 documented in the record #: (B)(4).

Manufacturer narrative:
The first sentence in the narrative in b5 was corrected to indicate that genmark was advised of unexpected positive results. This was an administrative oversight that contradicted the remaining discussion of the event. This correction affirms the report was associated with an unexpected positive results.

Event description:
On january 07, 2021, genmark was advised of unexpected negative results, for sar-cov-2 on the rp2 panel tested on january 05, 2021. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and there was signal detected for sars-cov-2. The unexpected positive results occurred when testing two negative control samples mmqci. Analysis: · internal review of qc release data for affected eplex rp2 panel lot (lot no. 53749251) confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).